Event description:
Per the clinic, the patient fell and hit the site of the implant dislodging the internal magnet. The patient underwent surgery in 2009 to relocate the magnet and reportedly is doing well.

Manufacturer narrative:
Implanted device remains.